Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed the balloon had fluid loss due a hole. The cuff and balloon were explanted and replaced. There were no additional patient complications reported.